Event description:
It was reported that the lens was removed from the patient's left eye intraoperatively due to radial tear of the anterior capsule noted upon insertion. The tear propagated peripherally towards posterior capsule. A monofocal lens was implanted and no reported postoperative sequelae. Please reference MDR:: 20131924-2013-00065, for the delivery device used during the event.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection of the returned lens found the haptics bent and a tear a the leading haptic plate. Dimensional testing could not be performed due to the condition of the returned lens. One retain sample from the same lot (021911) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the root cause of the event could not be determined.